Event description:
During laparoscopic nissen procedure, surgeon was using auto suture device when its needle broke off, tip inside pt. Tip was not found. Subsequent x-ray taken post-op. Remaining portion of tip not discovered. Salesman notified of event.